Event description:
As reported through the (B)(4) trial, the patient experienced a dissection of the left external iliac artery during a transaortic valve implant procedure via transfemoral approach. Percutaneous approach was obtained via the left femoral artery. Access site CT images were reviewed at length prior to the case. The right was not an option for procedural sheath placement due to multiple areas of heavy plaque burden. The left minimal diameter was 7.32 with minimal plaque in the femoral artery. There was however plaque noted just below the bifurcation, but was not circumferential and measured 8.3 at its smallest point. The 22fr sheath advanced without difficulty. The procedure was completed successfully. The left femoral access site was closed using the cross over technique and 2 proglides. Upon removal of the sheath and deployment of the proglides, a femoral angiogram was performed and showed a perforation of the iliac artery just below the bifurcation. A stent was placed at the perforation site. Follow up angio showed resolution of the perforation.

Manufacturer narrative:
The edwards retroflex sheath was not returned for evaluation as it was discarded by at the site; however, there was no report of device malfunction. A device history review (DHR) for the sheath set was performed and all manufacturers' specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. There are several factors that can contribute to vascular complications including patient anatomy, vessel characteristics, and procedural factors. Per the physician's training guide for patient screening for the transfemoral approach, the minimum required vessel diameter for a 22 fr sheath is 7mm. Additionally, this product is contraindicated for tortuous or calcified femero-iliac vessels that would prevent safe entry of the introducer and sheath. In this case, the left access site size was 7.6mm, with mild calcification and vessel tortuosity. Calcification may reduce lumen diameter and limit or prevent transfemoral passage of the valve. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the exact cause for the dissection is unknown. There are no obvious causes for the dissection, however, vessel characteristics may have been a contributing factor. No further actions are possible at this time.